Manufacturer narrative:
Product event summary: the full delivery system was returned and analyzed. The analysis indicated that the lumen of the delivery system was torn. The articulation of the delivery system was out of plane. The articulation curve of the delivery system did not meet specification. There was a deployment issue with the delivery system. The delivery system outer shaft was kinked/buckled. Blood was observed on the delivery system (not obstructed). Blood was observed on the outer shaft of the delivery system. Blood was observed on the recapture cone of the delivery system. The analyst noted the full delivery system was returned with the device intact with the tether and partially recaptured in the device cup. The outer shaft is kink/buckled at 5 cm from the distal end of the delivery system. There is blood on the outer shaft located at the distal end of the stability member. There is blood on the proximal end of the stability member. The delivery system was able to deploy and recapture the device but with resistance on the tether due to the tear in the lumen. There were no anomalies with the tether. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implantation of the leadless implantable pulse generator (ipg) the tether of the delivery system was suspected to have become compromised during the fourth deployment. The ipg and the delivery system were removed and the procedure was completed with a new ipg and delivery system. No patient complications have been reported as a result of this event.